Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus pen does not correlate with the arrow on the display screen. The user tried calibrating several times and the result was the same; also tried a different pen and the result was the same. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus and cursor were not aligned. The connection between the overlay and xy board was reseated and the stylus was calibrated. It was noted that the media bay door latch was damaged and the media bay door was replaced. Reconfigured hard drive, reloaded, and updated software and the programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.